Event description:
It was reported that high capture threshold was observed on the right ventricular device. Diagnostic imaging and a capture threshold test were performed. The event was suspected to be due to device interaction with the tricuspid valve, however this was not confirmed. No intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.